Manufacturer narrative:
(B)(4). Date sent 10/15/2025. D4 batch #c9ey5n. B3: exact date is unk. Assumed first month of the year. Investigation summary- the product was returned for evaluation. Visual inspection was conducted on the returned clips. Visual analysis of the returned sample revealed that only four (4) conforming clips and four (4) malformed clips from the product code el5ml were returned inside a plastic bag. Due to the condition of no device returned, no functional testing could be performed to evaluate the incident reported. In addition, the tyvek was returned. No device was returned for analysis. A manufacturing record evaluation was performed for the finished device lot/batch number, c9ey5n, and no non-conformances were identified. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause the malformed clips of the reported event. Prior to loading a clip in the jaws and firing the instrument: ensure that the jaws are fully open by verifying that the line of demarcation between the jaws and the instrument shaft is past the distal end of the trocar cannula. Prior to positioning the jaws around the tubular structure or vessel, load a clip into the jaws by partially squeezing the trigger in a smooth continuous motion for approximately one-third of the total firing stroke. Position the jaws with the preloaded clip completely around the tubular structure or vessel to be ligated. The structure to be ligated should be positioned against the apex of the clip. Complete the firing cycle by squeezing the trigger until it stops against the handle to completely form the clip on the targeted structure or vessel. After firing, fully release the trigger. A manufacturing record evaluation was performed for the finished device c9ey5n, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the product was stuck when surgeon wanted to fire. There was no surgical delay. The procedure was successfully completed. There were no patient consequences.